Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed one pass using the red72. While advancing the red72 through the sheath to the lesion, the physician observed under fluoroscopy that the markerband of the red72 had detached in the femoral artery. The physician then successfully aspirated the markerband using a second red72. The procedure was completed using the second red72 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the marker band was not present on the distal tip. Evaluation revealed that the distal polymer was fractured at the marker band location to the distal tip while the liner remained intact. This indicates that the marker band likely detached from the catheter due to manipulation against resistance. The detached marker band was not returned for evaluation. There was no resistance reported during the procedure. Therefore, the root cause of the marker band detaching from the distal tip could not be determined. Based on the reported event, the detached marker band was successfully aspirated using a second red72. Further evaluation revealed kinks and ovalization along the catheter. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.